Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect components for evaluation.

Event description:
The customer reported during patient use on this avea ventilator the audible alarm was not operating. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.